Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ lower pelvic pain') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroplasty, sebaceous cyst excision, tonsillectomy, pap smear abnormal, backache, copd, hyperlipidemia and restless legs syndrome. Concurrent conditions included overweight, knee pain, unilateral leg pain, hypertension, vulva cyst, tobacco abuse, diabetes mellitus, insomnia, tobacco user, stress, uterine polyp, hemostasis, discomfort, uterine leiomyoma, paratubal cyst and vaginal odor. Concomitant products included aciclovir sodium (acyclovir), cefixime (flexeril) since 2018, colecalciferol (vitamin d3) since 2017, cyanocobalamin (vit b 12) since 2017, cyclobenzaprine, fluticasone propionate;salmeterol xinafoate (advair) since (B)(6) 2017, gabapentin since 2017, hydrochlorothiazide from 2017 to 2018, hydrocodone bitartrate;paracetamol (vicodin) from 2012 to 2014, lisinopril since 2017, meloxicam from (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2016, pravastatin since 2017, salbutamol sulfate (proair hfa) since (B)(6) 2017, tiotropium bromide (spiriva) and tramadol from 2014 to 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal discharge ("vag.discharge"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) /pain after sexual intercourse"), fatigue ("fatigue") and mood swings ("hormonal changes: mood swings"). In (B)(6) 2008, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/back issues with obesity /lower pain in back"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, abdominal pain, fatigue, weight increased, mood swings, migraine, headache, vaginal haemorrhage and menorrhagia had resolved and the depression, vaginal discharge, dysmenorrhoea, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2007, now it is reported (B)(6) 2007 and (B)(6) 2007 . Plaintiff received treatment for pelvic pain, back pain, dyspareunia, abdominal pain, gen.abnorm.bleed, psych injury, fatigue, weight gain, hormonal changes, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test (unspecified): bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: the uterus appears normal in size & configuration. The endometrium has a thickness of 7.9 mm. There appears to be a hyperechoic mass within the fundal aspect of the endometrium measuring 6.5 mm. Appearances are suggestive of an endometrial polyp. The cervix contains nabothian cysts. The right ovary appears normal. The left ovary appears normal. There is no abnormal fluid seen in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, dysmenorrhea lot number: 621669 manufacture date: 2006/09 expiration date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ lower pelvic pain') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee arthroplasty, sebaceous cyst excision, tonsillectomy, pap smear abnormal, backache, copd, hyperlipidemia and restless legs syndrome. Concurrent conditions included overweight, knee pain, unilateral leg pain, hypertension, vulva cyst, tobacco abuse, diabetes mellitus, insomnia, tobacco user, stress, uterine polyp, hemostasis, discomfort, uterine leiomyoma, paratubal cyst and vaginal odor. Concomitant products included aciclovir sodium (acyclovir), cefixime (flexeril) since 2018, cholecalciferol (vitamin d3) since 2017, cyanocobalamin (vit b 12) since 2017, cyclobenzaprine, fluticasone propionate; salmeterol xinafoate (advair) since (B)(6) 2017, gabapentin since 2017, hydrochlorothiazide from 2017 to 2018, hydrocodone bitartrate; paracetamol (vicodin) from 2012 to 2014, lisinopril since 2017, meloxicam from (B)(6) 2018 to (B)(6) 2018, oxycodone hydrochloride; paracetamol (percocet) from 2012 to 2016, pravastatin since 2017, salbutamol sulfate (proair hfa) since (B)(6) 2017, tiotropium bromide (spiriva) and tramadol from 2014 to 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2007, the patient experienced vaginal discharge ("vag.discharge"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) /pain after sexual intercourse"), fatigue ("fatigue") and mood swings ("hormonal changes: mood swings"). In (B)(6) 2008, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/back issues with obesity /lower pain in back"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, abdominal pain, fatigue, weight increased, mood swings, migraine, headache, vaginal haemorrhage and menorrhagia had resolved and the depression, vaginal discharge, dysmenorrhoea, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2007 now it is reported (B)(6) 2007 and (B)(6) 2007. Plaintiff received treatment for pelvic pain, back pain, dyspareunia, abdominal pain, gen.abnorm.bleed, psych injury, , fatigue, weight gain, hormonal changes, migraine, headaches discrepancy: date of insertion in pfs (B)(6) 2007 & insertion details (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test (unspecified): bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: the uterus appears normal in size & configuration. The endometrium has a thickness of 7.9 mm. There appears to be a hyperechoic mass within the fundal aspect of the endometrium measuring 6.5 mm. Appearances are suggestive of an endometrial polyp. The cervix contains nabothian cysts. The right ovary appears normal. The left ovary appears normal. There is no abnormal fluid seen in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: fu 2 and 3 proceed together: pfs received. Injury nos replaced with new event pelvic pain. New events back pain, dyspareunia, abdominal pain, gen.abnorm.bleed, psych injury, vag.discharge, fatigue, weight gain, hormonal changes, migraine, headaches were added. Lab data, concomitant conditions, reporter¿s information, patient¿s demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.